Manufacturer narrative:
The distributor reported that the AED will not power on and the asi is blank. The maintenance schedule was reported as monthly. Review of the electronic log files showed the AED reported a service code on (B)(6) 2023 and began flashing its res active status indicator and chirping to alert the user. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was ejected. On (B)(6) 2024 the battery pack was re-inserted and the device reported a replace battery pack now warning, indicating the battery pack was at a critically low state. The cause for the AED not powering on was a failure to maintain the AED specifically the AED battery pack. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not power on. The customer did not report that this event occurred during patient use.